Event description:
Baxter mexico reported a blood leak on a ca-hp 210 dialyzer during its first use. The blood leak was visually noted. No patient injury or medical intervention was reported by baxter mexico. To date, no other information has been provided.